Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
Dr. Indicated malfunction. The implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site # 30.

Manufacturer narrative:
One (1) imp, tsv, 4.1, 8, mtx,mc, (tsvm4h8) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Functional testing to recreate the reported event verified the implant does not disengage from the mount. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1248024). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248024) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.